Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A CT-angiogram has demonstrated left sfa occlusion. This was initially treated with antegrade angiography plain old balloon and angioplasty then 2 separate 6mm non-medtronic stents (proximal and distal) subintimally. Completion of procedure was performed with paclitaxel dcb using 6mm diameter mdt in.pact admiral along the length of sfa. Routine ultrasound 3 months post-procedure was normal while 6 months ultrasound showed 75% stenosis in the mid-portion of the distal stent. Repeat lower limb arterial angiography was performed to treat the in-stent restenosis. Diffuse dilatation of the sfa was found over the entire length treated with dcb, with a vessel diameter 9.5 mm found on intra vascular ultrasound imaging. A lack of stent apposition was seen over a third of the length of the proximal stent. The isr was treated successfully with extension of the distal stent with 7mm bms and also further dcb angioplasty.

Manufacturer narrative:
The event date occurred on (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.